Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n438423, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient was discharged from the healthcare provider¿s (hcp) office because of substance abuse. The patient¿s last refill was in october. Another hcp inherited the patient and was to put saline in the pump to see if it continued to function properly. The pump was currently dry. The patient status at the time of the report was ¿alive ¿ no injury.¿ it was unknown if the patient experienced any symptoms related to the empty pump. The cause of the empty pump was requested but not available at the time of the event. If additional information is received, a follow-up report will be sent at the time of the event. If additional information is received, a follow-up report will be sent.